Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited false pause episodes due to undersensing. Signal dropout was also noted. Programming changes were performed. Undersensing was still noted. No further intervention reported. The patient was stable throughout.